Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon opening the kit during insertion in the patient's room, the swg was found kinked. As a result, a new kit was opened and used without issue. There was no reported delay, death or complication to the patient as a result of this occurrence.